Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a lead 977c165 specify surescan magnetic resonance imaging (MRI) 5-6-5 implant experienced stability issues and frequent falls. High impedance was identified on multiple contacts during an impedance check, with values ranging from 29,200 to 39,200. The patient was reprogrammed to provide better coverage with legacy programming. Recommendations for other physicians were provided as the patient's physician was no longer in the area. The issue was ongoing and had not been resolved. No patient complications have been reported as a result of this event. The manufacturer representative (rep) indicated they would send any further information as they become aware.